Event description:
It was reported that the patient experienced a low blood glucose event to 62 mg/dl after prior hyperglycemia, with approximately 4 units of insulin delivered over four hours and an estimated 2¿3 units of insulin on board; the patient does not use meal announcements and low alerts were received. Symptoms included hypoglycemia without loss of consciousness or other reported acute effects. Outcomes included correction with oral glucose in the form of orange juice and recovery to 74 mg/dl without medical intervention or assistance. Investigation included review of insulin delivery history, reported cgm alerts, and patient actions to treat the low. Investigation of this case revealed expected device alerting and insulin delivery, with hypoglycemia likely related to residual insulin on board in the context of no meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors involving timing of carbohydrate intake relative to insulin on board.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.